Event description:
Foreign material.

Manufacturer narrative:
The report from the affiliate indicated that during a diagnostic procedure, a pigtail catheter was advanced into the (lv) left ventricle, and once in the lv, a contrast injection was performed. During the injection, a thin radiopaque foreign material was noted exiting the pigtail catheter tip. The report indicated that there was no pt injury with the event. Add'l info will be submitted within 30 days upon receipt.